Event description:
It was reported by service report that the gas fowler cylinder was leaking and would not lower all the way, no pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.